Manufacturer narrative:
It has not been possible to investigate this issue. The explanted stent graft has been discarded by the hospital therefore is not being returned for inspection. Scans/images of the procedure have been requested but these have not yet received. : device disposed of by hospital.

Event description:
Event: type iiib endoleak identified during re-intervention performed for enlarged aneurysm / explant original evar procedure was performed on (B)(6) 2016. The procedure was completed with a type 4 endoleak remaining. On (B)(6) 2017 (9 months post procedure), follow-up scans confirmed an enlarged aneurysm. A re-intervention was performed to implant a new vascular prosthesis. On removal of the implant, it was identified that there was a hole/tear in the graft (type 3b endoleak).